Event description:
It was reported that during a lap oopherectomy procedure the buttons on the instrument were working intermittently. Additionally, the device seemed to work only on maximum speed even when the minimum button was deployed. There was no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.